Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, a manual manipulation procedure was performed on (B)(6) 3011 due to lack of range of motion. There were no components removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿